Event description:
The suture anchor buttons broke off when anchoring the trocar to the port in the abdomen.======================manufacturer response for hassan trocar, trocar (per site reporter).======================rep will pick up product.